Manufacturer narrative:
Corrected data: upon further review, it was noted that incision enlargement (h6: clinical code: 4581) was in advertently missed as patient code when initial report was coded as h6: clinical code: 4582 and submitted. Also, incision enlargement should have been coded in h6: impact code: 4525, but was also missed. This report is being submitted to correct these. Fields below are updated. Section h6: health effect: impact code: 4625. Section h6: health effect: clinical code: 4581. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a defect in middle of the iol. Iol was cut out of patient's left eye and a new one was put in. It was noted that there was no patient injury, but had to make incision larger. The patient did well. Product not returning for evaluation. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.